Event description:
The customer reported that she was hospitalized for high blood glucose levels. The customer had been bolusing to bring down her blood glucose levels, but they continued to elevate. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.